Event description:
Reporter called regarding a product problem involving 2 free at home covid-19 test kits she received. Reporter stated both kits are 1 year old and already expired, however she was informed the expiration date was extended by 3 months. Reporter wants to know what she should do after 3 months are up. Reporter wants to know why the devices are not made in the united states. Reporter wants to know why not everyone in the household receives a test kit. Reference report mw5160442.